Event description:
The nti-tss is a device intended to prevent bruxism -grinding of teeth- and clenching. It is intended to be worn primarily at night. Pt's dentist fabricated one of these devices. Upon expression of concern to him, he kindly refunded the entire cost of the device. Pt's concern is that this device poses a signficant threat of death by choking. The nti-tss measures no more that 3/4" -.75 inches- in any dimension. The consumer products safety commission guideline for a choking hazard is an object under 1.75 inches in diameter. The nti-tss is less than half this wide. Although the MFR claims that there were no incidents of the devices being dislodged, in fact this could easily happen. A user could dislodge the nti-tss with the tongue, or, during sleep, unconsciously reach into the mouth to loosen or readjust it -it is very uncomfortable-. If it remained in the mouth it could easily become lodged in the throat.